Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023 additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? None d4 lot.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2024 d4 batch #: a9ch3w investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad lifted to the distal side. The blade tip was not broken off as reported by the customer. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were found.    Tissue pad lifted is not a common occurrence; it is possible that the pad tip made contact with something that could have lifted it. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.  A manufacturing record evaluation was performed for the finished device batch a9ch3w, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the shears failed since a part of the tip came off. So I had to give another one.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2023 b3: event year only reported: 2023 d4 batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.